Event description:
Hearing performance with the device was affected. The user came to the clinic on 01.apr.2021 and reported stopping responding to sounds like horn and claps. The user has been re-implanted. Despite requested, the concerned device has not been returned for investigation yet.

Manufacturer narrative:
Additional information: according to the received information from the field, an implant failure seems likely. However to determine an exact root cause, investigation of the explanted device would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
Hearing performance with the device was affected. The user came to the clinic on (B)(6) 2021 and reported stopping responding to sounds like horn and claps.the user has been re-implanted.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator electronics substrate that is typical for severe external impact to the housing. The investigation results appear to match the problems mentioned in the patient report. Other damages are most likely related to the explantation surgery. This is a final report.

Manufacturer narrative:
Additional information: according to the received information from the field, an implant failure seems likely. However to determine an exact root cause, investigation on the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Hearing performance with the device is affected. The user came to the clinic on (B)(6) 2021 and reported that she stopped responding to sounds like a horn and claps. Re-implantation is considered but not scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. The user came to the clinic on (B)(6) 2021 and reported that she stopped responding to sounds like a horn and claps.